Manufacturer narrative:
In response to the customer complaint biomerieux conducted an internal investigation. The investigation determined optimal spot preparation by the user, the ¿all peaks¿ values were homogeneous; however, the instrument fine-tuning was needed and had a status of due. The isolate was then tested again following an instrument fine-tuning, the correct result of e. Hormaechei was obtained. The root cause of the misidentification result obtained by the customer was due to non-optimal instrument fine-tuning.

Event description:
A customer in the united states notified biomérieux of misidentification of enterococcus hormaechei in association with the vitek® ms instrument (ref. 410895, serial 50088) while performing a verification study. The customer tested the qc e. Hormaechei isolate using both the vitek® ms instrument and using the vitek® 2. The vitek® ms obtained a misidentification slash-line result of e.cloacae/ e. Asburia; the vitek® 2 correctly identified the isolate as e. Hormaechei. As there is no patient associated with this verification study strain, there is no adverse patient impact.